Event description:
Baxter finland reported 6 incidents of "the pt tubing doesn't fill properly, air bubbles noted in the end of the tubing." Per affiliate there was no pt injury associated with these incidents.